Manufacturer narrative:
Product evaluation: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that the lens was implanted on (B)(6) 2017. The surgeon indicated that reason for the reported events was the patient's lens nucleus was too hard, and a large amount of energy was used in the operation. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health authority reported corneal edema with blurred vision in an eye following an intraocular lens (iol) implant procedure. The patient's lens nucleus was too hard, and a large amount of energy was used in the operation. The patient was treated with medication and the symptoms improved. The lens remains implanted.